Manufacturer narrative:
A company service rep checked the system, and found it to meet performance specifications; unable to duplicate the noise problem reported. Provided the customer with additional info on the possible causes of thermal injuries.

Event description:
The nurse reported a thermal burn had occurred; the handpiece needs to be checked and the unit is making noise. Additional info has been requested.